Event description:
It was reported that; during surgery, when the surgeon tried to fixing the cross link connector to the rod, the screw of the center of connector broke. Therefore, the surgeon changed the cross link connector to another connector. There is a possibility that the broken piece was left in the patient body.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: material analysis determined that the rivet head fractured in ductile overload mode, which was likely due to over-loosening of the locking bolt. No material or manufacturing defects were identified. The actual device was confirmed to have the center nut fully unthreaded. If this bolt is unthreaded past the allowable range, deformation of the bolt head can occur. Conclusion: the most likely cause of the reported event is unthreading of the central nut past the allowable range during placement of the device

Event description:
It was reported that; during surgery, when the surgeon tried to fixing the cross link connector to the rod, the screw of the center of connector broke. Therefore, the surgeon changed the cross link connector to another connector. There is a possibility that the broken piece was left in the patient body.